Manufacturer narrative:
Biomed inspected the thermogard ivtm system s/n (B)(4) and found a faulty ac input block assembly, and it will be replaced to address the reported issue. Zoll has not received the thermogard xp ivtm system for service. A follow-up report will be submitted if and when the product is returned, and service has been completed.

Event description:
During ivtm therapy, the thermogard xp ivtm system s/n (B)(4) powered off unexpectedly. It is unknown if another thermogard console was used to continue the treatment. No further information was provided by the customer. Patient's status information was requested, but the customer did not provide a response; therefore, patient's status is unknown.